Event description:
It was reported a patient experienced and was hospitalized the following day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with vancomycin (route, dose and frequency not reported). The pd nurse reported the cause of the peritonitis was unknown; however, the caregiver reported the cause was due to a breach in aseptic technique further described as the patient was ¿not being careful enough¿ with pd therapy. On an unknown date while hospitalized, pd therapy was discontinued and hemodialysis (hd) was started. The patient was not yet retrained on proper aseptic technique. At the time of this report the patient remained hospitalized and the patient was not recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.